Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultrasafe passive¿ x-series needle guard syringe, when the user went to take the cap off the plunger came out and the medication stayed inside. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
The customer issued a complaint for plunger pulled out from the syringe detected by end user. Neither sample nor photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Event description:
It was reported that before use of the bd ultrasafe passive x-series needle guard syringe, when the user went to take the cap off the plunger came out and the medication stayed inside. There was no report of exposure, injury, or medical intervention noted.